Event description:
Patient reports pump alarmed that pump wouldn¿t run so they switched the cassette to back up pump and back up pump also wouldn¿t run. They mixed a new cassette from the emergency kit and were able to resume infusion. Pumps are not being replaced as it was determined to most likely be a cassette issue, not a pump issue. Defective cassette lot number unknown. No other information, details or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical issue? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes was the patient able to successfully continue their infusion? Yes, is the infusion life sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Yes, ongoing? No. Reported to (B)(6) by: patient/ caregiver.